Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) procedure with a thermocool sf navigational catheter and suffered a cardiac tamponade which required pericardiocentesis. The patient¿s medical history is unknown. During the procedure, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiography. A pericardiocentesis was performed and approximately 450 ml of fluid was removed. The patient was reported to be in stable condition. Additional information was received regarding the event. There was a transseptal puncture performed with a st. Jude medical brk1 71cm needle. There were no error messages observed on biosense webster equipment during the procedure. Heparin was used and the act was maintained at 250-300s. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Settings during the event include: power controlled mode - power was set at 25 watts for posterior wall of left atrium and 35 watts for rest of the atrium / irrigation flow setting - flow was 8 and 15 depending on power setting. The power was not titrated during ablation. The last ablation cycle time at the site of injury was 60 seconds.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Full UDI # information unavailable since the lot number is unknown. Concomitant products: carto 3, (model# m-4800-01 serial# (B)(4)). Stockert, (model# m-5463-01 serial# (B)(4)). Cool flow pump, (model# unknown serial# (B)(4)). Lasso nav eco catheter, (model# unknown lot# unknown). Acunav catheter, (model# unknown and lot# unknown). Manufacturer's ref. No: (B)(4).